Manufacturer narrative:
The customer observed a sample recovering approximately 47ng/ml to 50 ng/ml when run undiluted with the advia centaur xp prostate-specific antigen (psa) kit lot 07011275, and approximately 12,000 ng/ml when diluted. The IFU under the procedural notes high-dose hook effect section states the following: "patient samples with high total psa levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with total psa levels as high as 10,000 ng/ml (10,000 ug/l) will assay greater than 100 ng/ml (100 ug/l)." The instruction for use (IFU) under the intended use section states the following: "this in vitro diagnostic assay is intended to quantitatively measure prostate-specific antigen (psa) in human serum using the advia centaur and advia centaur xp systems. This assay is indicated for the measurement of serum psa in conjunction with digital rectal exam (dre) as an aid in the detection of prostate cancer in men aged 50 years and older. This assay is further indicated as an aid in the management (monitoring) of patients with prostate cancer." The instruction for use (IFU) under the limitation section states the following: " warning" "do not predict disease recurrence solely on serial psa values." "Do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." No further investigation is required.

Event description:
False low advia centaur xp prostate-specific antigen (psa) results were obtained by the customer on a patient sample. The sample had been repeated after the initial undiluted (neat) and dilution results were elevated. The customer performed repeat testing with similar results, and the lower psa result was reported. Due to the inconsistency of the results, there was a delay in reporting the psa result, however the physician explained the patient was not being treated for prostate cancer. A corrected report for the elevated psa result was issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp psa result.